Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot#: 5549-a-110;triathlon sym cone aug sz a;wju21, 5521-b-500;tri ts baseplate size 5;sos4oa, 5545-a-502;tri rm/ll tib aug sz5 5mm;xl85416e, 5545-a-501;tri lm/rl tib aug sz5 5mm;xl77159a, 5560-s-112;tri cemented stem 12mmx50mm;1195064d, 5512-f-502;tri ts femur sz5 right;rua9s, 5540-a-502;triath fem distal aug 5mm - size 5 right;ioh9e, 5543-a-500;tri post augment sz5 5mm;lay4t, 5543-a-500;tri post augment sz5 5mm;ote9o, 5570-s-020;triath total knee sys offset adapter 2mm;0146412m, 5565-s-018;tri press-fit stem 18mm x 100mm;0139653h, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10-6 or aseptically filled under a validated process in accordance with applicable external standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: as reported: "revised due to infection." Right knee. The femur and the insert were revised. Rep confirmed that no further information will be released by the hospital or surgeon.update as per sales rep: all components were revised: cone, stems, augments, femur, tibia, and insert. Not just femur and insert.